Manufacturer narrative:
The device and the lens were returned separated. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to the loading area. A large aneurysm is observed on the bottom of the nozzle tip. The nozzle was removed for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned adhered to the outside of the device with viscoelastic. One haptic is broken-gusset and distal are (both pieces returned). The optic is cut into two pieces. One portion has a large scrape on the anterior surface, which may indicate a plunger override occurred. A qualified viscoelastic was indicated. The root cause for the reported event could not be determined. The lens was returned outside of the device. The plunger position in relation to the lens during advancement cannot be determined. The lens exhibited damage that would indicate a plunger override occurred. The nozzle tip damage would indicate the lens/plunger were not in acceptable positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Top coat dye stain testing was conducted with acceptable results. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, lens jammed in preloaded delivery system and was implanted incorrectly. Lens was cut out and replaced with a new one.